Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the logs from the navigation system have been received, however results are not available at this time.

Event description:
A medtronic representative reported that, while testing the navigation system, the navigation system became unresponsive when attempting to retrieve exams in the select patient portion of the application software. It was reported that restarting the navigation system did not restore functionality. A second restart and re-connection of the ethernet cable restored functionality. There was no patient present when this issue was identified. No additional information was provided.